Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information requested: on what tissue type was the device used? At what location on the tissue? Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? On which firing(s) did this event occur (1st, 2nd, 12th, etc)? What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure?

Event description:
It was reported that during a gastric bypass procedure, the device cut but did not staple. There was no damage to the patient. Unfortunately the device was discarded and the lot number is not available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.